Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 3.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues with the stent profile. The stent struts showed no signs of damage, lifting or stretching. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.00 x 32 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.00x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.